Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a tissue removal procedure using the fluent system, it was noted that tissue had bypassed the tissue trap and was clogging the bottom of the tissue trap cylinder. The cylinder was noted to be hissing adn blowing bubbles out of the trap when it "exploded." The cylinder was removed and the tissue was scraped off the bottom. A new tissue trap was put on and the procedure was completed. No injury or misdiagnosis reported.